Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found the work station software was booting too slow. He made attempts to reload the system software and replaced hard disk drive. The system operates as intended.